Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient came to the emergency room after hearing an alert. The alert was triggered for high defibrillation impedance on the right ventricular (rv) coil of the rv lead. Testing was performed and normal impedance was observed. The lead remains in use. No patient complications have been reported as a result of this event.